Manufacturer narrative:
(B)(4). The explanted device was not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock. A review of the episode showed double and triple counting as the morphology had changed. The patient was transferred to another facility and the device data was submitted to technical services for review. The secondary vector was recommended, as well as further troubleshooting to determine the cause of the morphology change. It was noted the device had stored one untreated episode in (B)(6) 2016 showing double counting. The device was nearing replacement indicator battery status and the physician questioned if the smart pass feature would have prevented the inappropriate shock. Engineering review of the episode confirmed the smart pass filter would have mitigated the oversensing and inappropriate therapy. Smart pass would be available on a newer s-ICD model. The following week, this device was explanted and replaced with a new model s-ICD and the smart pass feature was programmed on. No additional adverse patient effects were reported.